Manufacturer narrative:
(B)(4). Device manufacturing date is july 2014. The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). A visual inspection was performed. During the pal evaluation, the problem of a failed manual volumetric accuracy test was identified. A manual temperature test was completed and passed. The homechoice heater system was checked using the cycler remote toolbox and found the heater system working properly. An inspection of the door assembly found no issues. A short simulated therapy was performed and passed successfully without any delays or alarms. A review of the device history records revealed no nonconformities/capas, failures, rework or deviations that could have caused or contributed to the volumetric accuracy test failure. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The reported problem was confirmed upon sample evaluation; however, the direct cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy confirmation testing. Device failed during evaluation, no patient involved. No additional information is available.